Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that confirmed that the shaft of the driver broke into 3 pieces near the spring lab.

Event description:
It was reported that the shaft of the instrument broke into three pieces during a surgical procedure. The fractured pieces were retrieved by the surgeon. No patient complications were reported.